Manufacturer narrative:
Updated results code 2 for sterilization evaluation. Conclusions code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: (B)(6), md. Operative report. First assistant: mr. (B)(6). Preprocedure diagnosis: incarcerated incisional hernia. Postprocedure diagnosis: incarcerated incisional hernia. Procedure: laparoscopic incisional hernia repair with mesh. Complications: none. Estimated blood loss: 30 ml. Specimens: none. Preprocedure indications: this is a 54-year-old gentleman who has undergone esophagectomy and has been left with an incisional hernia extending from xiphoid to down below the level of the umbilicus. It has been recommended to him that he undergo repair and he has opted f or the laparoscopic approach. The procedure, risks , and benefits have been explained in detail. The risks include, but are not limited to cardiopulmonary complications, bleeding, infection, conversion to open surgery, damage to any intraabdominal organs during the conduct of the surgery or the possibility of mesh infection, which could require additional surgeries to manage. He has also been warned about chronic pain, wound complications such as infection or herniation or the possibility of hernia recurrence. He seems to understand all these issues and is eager to proceed. Description of procedure: ¿the patient was taken to the operating room and placed on the table in supine position. The venous compression stockings were placed in his lower extremities and he was given 1 gm of ancef within 30 minutes of his skin incision. He was then induced under general endotracheal anesthesia. It should be noted that an epidural catheter had been placed immediately prior to beginning the procedure to help with intraoperative and postoperative pain management. After adequate anesthesia was assured, an orogastric and urinary catheter were. Placed. The patient 's arms were padded and tucked at his sides, and his abdomen was prepped and draped in sterile fashion using an ioban drape. The skin in the left upper quadrant was anesthetized with 0.25% marcaine. A 5-mm incision was made and through this, an optical trocar was introduced under direct laparoscopic vision into the intraperitoneal space. The abdomen was insufflated to a pressure of 12 mmhg using co2. Exploration of the abdomen demonstrated adhesions to both omentum and small bowel to the anterior abdominal wall. Two additional trocars were then placed. Each was passed through skin and subcutaneous tissue, which had been anesthetized with 0.25% marcaine. The first was 5 mm in size and placed in the left mid abdomen, the second was 5 mm in size and placed in the left lower quadrant. Meticulous lysis of adhesions was then undertaken using a combination of sharp dissection and the harmonic scalpel. At one point , excision of the adhesions, which between a loop of small bowel and the anterior abdominal wall resulted in a possible serosal abrasion. There did not appear to be any penetrants of the serosa, but in order to be safe, 2 interrupted lembert sutures were placed in this area using 2-0 silk sutures. When a comprehensive lysis of adhesions had been completed from the patient¿s falciform ligament all the way down into the pelvis, the area of the defect was carefully inspected and measured. The defect was 12 cm wide and approximately 20 cm long. The lower portion of the defect extended to the upper part of the bladder flap. As a result, the harmonic scalpel was used to take down the bladder flap so that the mesh could be placed down into the area of the pelvis without risky injury to the bladder itself. At this point, a ruler was used to measure out the defect and then the repair was planned. A piece of gore-tex dualmesh plus measuring 22 x 34 cm was used for the repair. The mesh was prepared on the back table using gloves and instruments that had not touched the patient up to this point in the operation. Four stay sutures were placed around the mesh using #1 prolene . The mesh was then passed through the left upper quadrant port site, which had been expanded to 12 mm. An additional 5-mm trocar was placed in the right mid abdomen under direct laparoscopic vision to aid in securing the mesh. Once in the abdomen, the mesh was unfurled and positioned under the defect. The 4 stay sutures were secured in an identical fashion. First the appropriate point on the anterior abdominal wall was chosen . Next, a stab wound incision was made in the skin. Next, an endoclose fascial closure device was passed through this incision and it crossed the abdominal wall into the intraperitoneal space. One tail of the suture was grasped and pulled up through the abdominal wall. The endoclose was then introduced through the same skin incision, but a different fascial entry point to approximately 1 cm to 2 cm away. The second tail of the suture was grasped and pulled up through the abdominal wall. When all 4 stay sutures had been placed in an identical fashion, they were each tensioned, which elevated the mesh through the anterior abdominal wall. Inspection of the coverage of the mesh at this point founded to be excellent. The mesh extended from the diaphragm and pericardium all the way down to the suprapubic area and out laterally. It overlapped the fascial defect by at least 5 cm to 6 cm on all sides. Each of the stay sutures was then tied and secured so it did not drop into the subcutaneous space. A protack device was then used to tack the periphery of the mesh. The intraabdominal pressure was reduced to 8 mmhg during placement and security of the mesh. Tacks were placed every 1 cm around the periphery of the mesh. At this point, additional stay sutures were placed around the periphery of the mesh to add security. They were placed in the same fashion as described for the original stay sutures. Sutures were placed using #1 prolene at an interval of every 4 to 6 cm around the periphery of the mesh. An additional inner crown of tacks was used to add security to the mesh fixation and decrease the dead space between the mesh and the anterior abdominal wall. Inspection of repair at this point founded to be of excellent integrity. Meticulous hemostasis was assured. The abdomen was irrigated with copious amounts of saline. The area of the small bowel where the serosal abrasion had been encountered was reinspected and found to be of excellent integrity with no evidence of thermal injury or perforation to the bowel. It should be noted that prior to completion of the fixation of the mesh, the 12-mm trocar in the left upper quadrant was removed because the mesh overlapped this trocar site. The fascia at this level was closed using a single #1 pds suture and an endoclose device. The mesh was then secured to the overlaps of the l2-mm trocar site, which would prevent herniation through this area. The remaining 5- mm trocars were withdrawn under direct vision, as insufflation was evacuated from the abdomen. A large flap of the upper portion of the mesh above where it overlapped the rib cage and extended up to the diaphragm was held into position so that it was flat between the visceral contents in the anterior abdominal wall. Each wound was then reanesthetized with 0.25% marcaine and approximated using 4-0 monocryl in a subcuticular fashion. Dermabond dressing was applied to all wounds. The patient was then awakened from his anesthesia, extubated in the operating room and transferred to the recovery area in satisfactory condition. All sponge, instrument, and needle counts were correct at the end of the case. I was present for the entire case and performed it myself.¿ on (B)(6) 2009: (B)(6) hospital. Implant data. Type: mesh. Manufacturer: gore. Lot#: 05874194. Serial#: (B)(6). Size: 26 x 34. Amount: 1. Expiration date: 2014-08. Records devices implanted during procedure: yes. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/05874194) was implanted during the procedure. On (B)(6) 2011: (B)(6), md. Operative report. Preoperative diagnosis: (1) acute abdomen secondary to abdominal wall infection area of necrosis. (2) infected ventral hernia mesh with intra-abdominal and extra-abdominal abscess. Postoperative diagnosis: [blank]. Operation: (1) exploratory laparotomy, excision of large synthetic mesh from the abdominal wall. (2) excision and debridement of abdominal wall area that had some soft-tissue necrosis which includes skin, subcutaneous fat, and a small amount of fascia. (3) lysis of adhesions. (4) incision/ drainage of abdominal wall abscess. (5) evacuation of intraperitoneal abscess. (6) primary repair of ventral hernia. Assistant surgeon: [blank]. Anesthesia: [blank]. Anesthesiologist: [blank]. Findings: the patient had a large abscess both intraperitoneal and extraperitoneal involving the synthetic ventral mesh. He had an area of necrosis of the lower portion of his abdomen infraumbilically, adhesions, and multiple loose spiral metal tacking clips. Description of procedure: ¿the patient was brought to the operating room. After successful general endotracheal anesthesia was administered, his abdomen was prepped and draped in the usual sterile fashion. A surgical pause was performed after which a midline incision was made at the previous incision site. Dissection was carried down to the lower abdomen area. There was an area of necrosis involving the abdominal wall. This was excised with sharp debridement using a 10-blade scalpel down to fat and fascia. Frank pus was evacuated from this area. The patient had a large mesh that was placed for a ventral hernia. A portion of this mesh already had dissected away from part 'of the fascia and, using both blunt and sharp dissection, the mesh was removed. The sutures were cut out, and there were multiple suture tackings that were removed, some of them that were just loose and not actually even on the mesh; these were all removed. The mesh was quite extensive. It extended all the way down towards the colic gutters bilaterally. The infected mesh was removed and, of note, the patient had a lot of ascitic fluid that was inspected and was purulent. This was evacuated, approximately about a liter, and a copious amount of irrigation was used to irrigate the abdomen and pelvis until it returned clear. Lysis of adhesions was also performed, and the entire mesh was removed. The area was inspected for hemostasis, and there was excellent hemostasis. Of note, cultures were taken. The fascia was then reapproximated, repairing the ventral hernia essentially with 1-0 pds in a running fashion and [blank] primarily with this. In fact, the ventral hernia was not anywhere near as large as the mesh. It was repaired primarily without any significant tension, and the skin edges were then reapproximated using surgical staples. There was an area left open, the area where the abdominal wall had some area of necrosis that was resected that was all clean tissue after the resection of this; and this area was packed with one-inch iodoform packing and dressing was applied. The patient tolerated the procedure. He was successfully extubated and taken to the recovery room in stable condition. All instrument, needle, and sponge counts were reported correct at the end of the case.¿ on (B)(6) 2011: (B)(6), md. Pathology report. Accession #: sgs-11-05120. Clinical data: pre-operative diagnosis: infected ventral hernia. Specimen: abdominal mesh graft, fat, suture and suture tacks. Gross description: received in formalin labeled with the patient's identification stamp and "abdominal mesh graft, fat, suture, suture tacks" are multiple fragments of pink-tan, focally fatty tissue (7.8 x 5.6 x 2.5 cm in aggregate) along with a 26 x 16 by less than 0.2 cm portion of mesh, several segments of twisted blue suture material, and attached and separate coiled metal tacks (each 0.4 x 0.3 cm). Discrete mass lesions are not seen. Representative sections of the soft tissue and mesh are submitted in one cassette. Microscopic diagnosis: ¿abdominal mesh graft, fat, suture, suture tacks¿: 1) mesh, suture and tacks as described (gross exam only). 2) fibroadipose tissue with fibrinoin flammatory debris and giant cell reaction. On (B)(6) 2011: (B)(6) hospital. Lab. Body fluid cultures. Specimen: abdomen. Gram stain: many pmns [polymorphonuclear]. 2) no organisms seen. Culture: 1) few staphylococcus aureus, methicillin (oxacillin) resistant. 2) no aerobes isolated. On (B)(6) 2014: (B)(6), do. Operative report. Preprocedure diagnosis: recurrent ventral incisional hernia. Postprocedure diagnosis: recurrent ventral incisional hernia. Procedures performed: 1) exploratory laparotomy. 2) lysis of intraabdominal adhesions. 3) ventral incisional herniorrhaphy with mesh 15 x 20 cm in size rives-stoppa and [blank] repair performed. 4) myofascial advancements bilaterally. Assistants: 1) (B)(6), md. 2) (B)(6), pa-s2. Anesthesia: general endotracheal tube anesthesia. Anesthesiologist: (B)(6), md. Intravenous fluids: 1500 ml. Estimated blood loss: minimal. Complications: none. Findings: evidence of a 15 x 20 cm ventral hernia, which was noted to be recurrent. The patient has had a previous ventral hernia repair. The mesh had been removed with the patient was noted to have retained sutures as well as retained protack. These were subsequently removed. A bilateral [blank] repair was performed with bilateral myofascial release with a rives-stoppa retrorectus mesh placement was performed. Intra-abdominal adhesions were noted which was subsequently taken down. Indication for operative intervention: mr. (B)(6) is a 59-year-old male who was seen in my office in surgical consultation for abdominal pain as well as an abdominal bulge. The patient has a previous history of esophageal cancer and previous esophagectomy with gastric pullup. The patient had developed a postoperative ventral hernia and subsequently underwent a ventral hernia repair with mesh. The mesh subsequently became infected and the patient had to have the mesh removed. Following that, the patient has developed a hernia in this region. He was seem in my office in surgical consultation and noted to have evidence of a large ventral defect and bulge located in the upper portion of the abdomen along the entire incision. The patient was subsequently scheduled for operative intervention with an exploratory laparotomy and ventral hernia repair with mesh. All the risks and benefits of the procedure were explained to the patient in detail and he does understand and is willing to proceed. Description of procedure: ¿the patient was taken to the operating theater and placed on the operating table in the supine position. General endotracheal tube anesthesia was achieved. Bilateral lower extremity sequential compression devices were placed. A foley catheter was placed to decompress the bladder. At this point, the abdomen was prepped and draped in the normal sterile fashion. Surgical pause was performed, identifying the correct patient and operative intervention. At this point, the previous midline incision was opened over its entirety extending from the xiphoid down to just below the umbilicus. The previous scar tissue and granulation tissue was completely removed and excised and passed off the field. The remainder of the incision was opened and the hernia sac was entered. The patient was noted to have some adhesions along the underside of the hernia sac, which were all taken down using sharp and blunt dissection. The abdomen proper was unable to get in and was able to be entered completely. I did extend the incision all the way along to the findings of the fascial edges both cephalad and caudad. At this point, further lysis of adhesions ensued completely freeing up all the small bowel in a circumferential manner around the hernia defect. At this point, the area was inspected. The decision was made to perform a rives-stoppa repair with a transversus abdominis rectus release bilaterally. At this point beginning on the left side, the posterior fascia was identified and incised in a longitudinal manner. At this point, I was able to get into the retrorectus space just posterior to the rectus muscles. At this point, the entire posterior fascial sheath was completely separated from the rectus all the way to the area of the linea semilunaris. This was extended both cephalad and. Caudad to the extent of the hernia defect. At this point, the neurovascular bundle was identified. Just medial to this, the transversus abdominis muscle was incised and completely separated. This allowed for complete mobilization of the posterior rectus sheath. I was able to advance it all the way to the midline by carrying my dissection as far laterally as possible. I carried it all the way laterally allowing to completely release and then carried my dissection both cephalad and caudad, so entire posterior rectus sheath was able to reach across the midline. I was then able to do this along the right side as well. The patient was noted to have multiple sutures and protacks which was subsequently cut and removed and the protacks were subsequently removed and passed off the field. These were from the patient's previous operative intervention. At this point, the abdomen was inspected and no abnormalities were noted. At this point, the posterior rectus sheath was inspected and noted to have some small holes which were subsequently closed using running 3-0 pds sutures. At this point, the posterior rectus fascia was completely reapproximated in the midline using running 0 pds sutures x 2. The retrorectus space was irrigated. At this point, a 30 x 15 piece of ultrapro mesh was placed into the retrorectus space and tacked in a circumferential manner using the securestrap tacker. A 19-french round jackson-pratt drain was placed through a separate stab incision on the right side of the abdomen and placed directly into the retrorectus space directly over the mesh. At this point, the anterior fascia as well as the rectus muscle were reapproximated in the midline using running 0 looped pds sutures x2. Prior to complete closure of this anterior fascia, bioglue was placed. The anterior fascia and rectus muscles were also tacked down to the fascia and the posterior rectus sheath in multiple regions along this running suture. Once this was completely closed, the subcutaneous tissue was closed using running 2-0 vicryls x2 and then the skin was closed using staple sutures. The drain was sutured to the skin using a 3-0 nylon suture. The drain was placed to bulb suction. Telfa as well as dry sterile dressings were applied to the abdominal incision. An abdominal binder was placed. The drain was placed to bulb suction. The patient was awakened from general endotracheal tube anesthesia and returned to the recovery room in stable condition. All needle, lap and instrument counts were correct at the end of the procedure. The patient's family was not in the waiting room to notify them of the intraoperative findings or the condition of the patient postoperatively.¿ on (B)(6) 2014: (B)(6) hospital. Implant record. Implant, mesh hernia 30 x 30 cm; ethicon, inc. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H10/11: correct IFU statements: it should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial with holes use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incarcerated incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: excision mesh, mesh infection, debridement and drainage of abdominal abscess requiring an additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions . H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05874194 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.